Event description:
Device 2 of 2. Reference MFR report #: 1627487-2013-11439.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned lead revealed a kink/broken wire approximately 29 cm from the stimulation end. Terminal ends and the paddle end appeared in good condition. The outer tubing was not breached. No other visible anomalies or damage was observed. No functional testing was performed due to broken wires in the lead segment.